Event description:
An optometrist reported that two of her pts experienced eye infections with sterile infiltrates after using complete brand multi-purpose solution with their focus lenses. Both patients were treated with ofloxacin and their conditions resolved within five days. The doctor feels that treatment was required to preclude permanent injury.